Manufacturer narrative:
Approximate age of device- 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired due to brain death. The brain death was caused by hypoxia that occurred 24 hours prior to brain death and biventricular failure that was part of patient's condition. Prior to scheduled lvad implantation on (B)(6) 2019, the patient was ambulatory, on home, and was on o2 and milirone infusion. The patient was aware and oriented with no neuro deficits. The patient can move all extremities well (maew) and pupils equal, round, reactive to light and accommodation (perrla). The device was functioning as intended and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and the device cannot be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.